Event description:
The customer observed a failed clinical chemistry urea nitrogen calibration when reagent lot 97642un11 was in use. When the customer inspected the reagent, mold was discovered in the r1 cartridge of the reagent. The customer used a new reagent lot and successfully recalibrated the urea nitrogen assay. A replacement lot of reagent was sent to the customer. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. Contamination during use. The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.